Event description:
It was reported that bd angiocath plus 24ga x 0.75in connector / hub - not able to connect to mating component. IV line cannot get connected to yellow hub due to unknown hub defects.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of adapter/ connector defective/ damaged was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
IV line cannot get connected to yellow hub due to unknown hub defects.